Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery rapidly depleted. Recommended replacement time (rrt) had not yet been indicated, but the device was explanted and replaced. No patient complications have been reported as a result of this event.